Manufacturer narrative:
During the index procedure the right distal sfa and pop1 were treated.

Manufacturer narrative:
(B)(4).

Event description:
During index procedure, the physician used one in.pact admiral paclitaxel-eluting pta balloon catheter to treat a lesion located in the sfa of the right leg. Device was successful; however, it was reported that during treatment, a dissection occurred. Dissection was treated with placement of a mdt. Stent. Investigator indicated that the reported event was remotely related to the study device and procedure. Issue is reported to be resolved.